Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found normal device characteristics.

Event description:
It was reported that a medwatch form was received.

Event description:
It was reported that the patient presented to the hospital with a near syncopal episode. The patient was admitted and it was noted that the ventricular lead was not fully engaged in the ventricular port of the pulse generator. The pulse generator was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by mandatory medwatch form.